Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation observed, on the device.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade unknown. Complete capsulectomy was performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued d.10. Concomitant therapies: calcium-vitamin d2, atorvastatin, medroxyprogesterone, omeprazole, osphena. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Complete capsulectomy was performed. Device has been explanted and replaced with a non-allergan device.